Event description:
On september 19, 2006, the integra sales representative reported a phone call with the technical nurse of the hospital citing the following: the first catheter was placed in 2006 and pressure reading stopped two days later, on the spm1; a blood/csf leak was noted at the luer-lock connection in spite of all the controls. Due to the discontinuation of the icp reading, the device had to be replaced, while the patient was reportedly neurologically unstable. The revision necessitated the drilling of three burrholes, one of which led to a subdural hematoma. The catheter has been given to the hospital pharmacy for decontamination.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.